Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was lethargic and left sided flaccid. The vad coordinator stated "embolic followed by hemorrhagic." The patient expired on (B)(6) 2013.

Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.